Manufacturer narrative:
Please see describe event or problem for additional information provided by the customer. Please note that the following sections have been updated: (B)(4). Investigation results as follows: the customer's reported issue was confirmed. During investigation of the product, it was identified that the field effect transistor (fet) was preventing charging of the battery.

Event description:
Additional information provided by the customer: the autopulse li-ion battery was found to not hold a charge in the autopulse multi-chemistry charger. Customer is using a 4 battery rotation every 24 hours or after a cardiac arrest code. The batteries are inspected and tested when they first arrive at the customer's site. If they do not charge, then they are sent back to manufacturer. Customer reported that the led on the battery has no power on the end (i.e. No red flashing, no green, no yellow, no red).

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse li-ion battery was found not to hold a charge. No patient involvement was reported. No further information was provided. Manufacturer requested additional information on (B)(4) 2013; however, no additional information has been obtained.